Event description:
It was reported that the customer was shocked by the usb cable. Additionally, the usb cable was damaged. There was no reported impact to customer's blood glucose level. Replacement cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.